Event description:
It was reported "front label says 4.5 french but when opened they found a double lumen catheter" prior to patient use.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "front label says 4.5 french but when opened they found a double lumen catheter" prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned two, opened PICC kits for analysis. One kit contains the front lidstock, while the other does not. For the sample without the lidstock, it was noted that the mat#/lot# on the sticker label is cdc-35552-vps/13f22e0359, which does not match what was reported by the customer. The customer was contacted to determine why they returned an additional sample; however, no response was provided after three attempts. Therefore, the circumstances on the additional sample cannot be determined. Visual analysis of the kit with the lidstock revealed a mismatch between the lidstock and the sticker label. The contents of this finished good were analyzed. The catheter included was a 2-lumen 5.5frx55cm catheter, which does not match the dimensions on the lidstock (1-lumen 4.5frx55cm). The contents from the other kit were also analyzed. The catheter within this kit was a 2-lumen 5frx55cm PICC catheter, which matches the dimensions for the cdc-35552-vps finished good. A device history record review was performed on finished good reported by the customer. No relevant findings were identified. The lidstock and the bill of materials were reviewed. Per the material# listed on the lidstock (cdc-45541-vps2), the catheter should be a 1-lumen 4.5frx55cm catheter; however, the returned sample appears to go with the cdc-45552-vps2 material listed on the sticker label. The report of a lidstock/pouch label incorrect was confirmed through complaint investigation of the returned sample. Visual analysis of the kit involved with this complaint confirmed that kit contents do not match the dimensions listed on the lidstock. Therefore, packaging caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to arrow agba PICC/delta fg: 2-l 5.5 fr x 55 cm section d.4.-catalog# corrected to cdc-45552-vps2.